Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: found 1 np needle broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-mar-2023. H6: investigation summary: three open 32g x 4mm pen needle samples from lot. No. 2054702 and one open 32g x 4mm pen needle sample from lot. No. 1342186, cat. No. 320559 along with six photos were returned. Visual examination was carried out on the three samples from lot. No. 2054702 and a bent non patient end of cannula was observed on all three samples. Visual examination was also carried out on the sample from lot. No. 1342186 and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: found 1 np needle broken.